Event description:
A report was received stating the upper ventilator display was blank. There was no patient involvement reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).